Manufacturer narrative:
Additional information was received on (B)(6) 2021, reporting the alarm received was an occlusion alarm. Reportedly, the issue was resolved. And insulin delivery was successfully resumed. H6: problem code 1503: removed, 1065: added. H6: problem code 1503: removed, 1065: added.

Event description:
It was reported that undefined alarms intermittently occurred. There was no adverse impact to the customer's blood glucose level. The customer declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.